Event description:
Literature was reviewed regarding valve-in-valve transcatheter aortic valve implantation (viv-tavi) in degenerated surgical bioprostheses. Overall, the study included 86 patients who underwent viv-tavi with either a medtronic evolut r/pro self-expandable valve (sev, n = 33) or a non-medtronic balloon-expandable valve (bev, n = 53). Among sev recipients, adverse outcomes comprised: transient ischemic attack/stroke, need for permanent pacemaker implantation, endocarditis, elevated gradients (peak > 20 mmhg), mild aortic regurgitation, and rehospitalization for cardiovascular reasons. Deaths also occurred in the sev group during the long-term follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: noé d, van langenhoven l, lesizza p, et al. Valve-in-valve transcatheter aortic valve implantation with balloon-expandable versus self-expandable valves in degenerated surgical bioprostheses. Acta cardiol. 2026;81(3):272-283. Doi:10.1080/00015385.2025.2576446. Earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.